Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows an unacknowledged "replace battery" alarm on (B)(6) 2012 at 1:54pm. The battery voltage at the time of the alarm was low. The alarm was not confirmed until (B)(6) 2012 09:03am. The pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The black box history revealed a partially charged battery was installed during a battery change. Use error contributed to the reported event as the patient did not respond appropriately to the alarms and installed a partially charged battery. There was no damage found to the battery cap or battery compartment. The returned battery cap was found to meet specifications. The pump was exercised for 24 hours with the returned battery cap with no power loss issues. A battery cap functional test was performed with no battery cap connection defects observed. The pump cover was removed and there was no evidence of moisture or damage found to the battery flex or power circuit. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery issues found with the pump during testing.

Event description:
The reporter contacted animas on (B)(6) 2012, indicating that the patient has been having a power issue with the pump. The pump reportedly was beeping and then there was no power. The reporter indicated that they replaced the battery but there was still no power. The patient went off of the pump and onto a backup plan and reportedly began to experience elevated blood glucose levels (32mmol/l) with ketones, nausea and vomiting. The reporter indicated that the patient is on a backup plan but does not do well with insulin injections. The reporter indicated that the backup plan is the reason for the elevations. During troubleshooting the reporter was instructed to insert a new battery into the pump, and the pump powered up properly. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to going on a backup plan due to use error.